Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: generalized illnesses. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old caucasian female patient who underwent a primary breast augmentation with two 325cc mentor smooth round moderate profile saline breast implants have experienced bilateral ptosis and lipodystrophy and unexplained systemic symptoms postoperatively, including pain, migraines, joint pain, fatigue, hair loss. The patient reported whenever she lays flat on chest and goes to get up there is a sharp shooting pain through right side of her chest, migraines every other week and takes imitrex for joint pain for the past 6 years, and blood work & all sorts of tests did not show any sort of arthritis, fatigue, or hair loss. The patient medical history of migraines starting 2006, and gestational diabetes with last pregnancy in 2018. Migraines, chest pain, fatigue, joint pain, hair loss starting (B)(6) 2006. As a result, patient scheduled for bilateral removal without replacements on (B)(6) 2021. This report relates to the left prosthesis.